Event description:
As reported, before use in patient and during testing of this fogarty catheter, the balloon could not be inflated. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
One fogarty catheter was sent to our product evaluation laboratory for evaluation. As received, the balloon was found to be ruptured at the central area. The balloon edges did not match at the ruptured region. No other visible damage was observed from the catheter body and windings. An engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date). Updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Patient demographics unable to be obtained. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU was reviewed and it indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". As part of the manufacturing process, the units go through balloon and winding inspection. Additionally, product risk assessment has been generated.